Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent for a left upper lobectomy procedure. The surgeon used an articulating reload with tristaple which during the procedure the surgeon had no difficulty with the stapler. The surgeon did not find any complications with the staple line. After the procedure, the patient went to radiation therapy and while the patient underwent bronchoscopy, the doctor performing the procedure reportedly found an "uncrimped staple" with a "straight staple leg." The patient is alleging the staple leg caught part of the patients bronchus and held it shut.